Event description:
It was reported that there was no sound coming from the device. The device was reported to be in use on a patient, but no adverse event to the patient or user was reported. A philips response service engineer (rse) spoke to the customer. The facility biomedical engineer tested speakers of fetal monitor with alternate speakers but had same issue. The rse advised the customer to replace the central processing unit (cpu) board 453564378621. The customer is taking responsibility to repair the device. This is considered a product malfunction.